Event description:
It was reported the cord has completely pulled out of the sensor exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the cord has completely pulled out of the sensor exposing wiring was confirmed. The usb cable is pulled from the sherlock sensor housings exposing bare wire ends. The root cause of the reported failure was identified as device use.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported the cord has completely pulled out of the sensor exposing wiring.